Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a malfunction of on/off button not working was not during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event. A device history review revealed that the pump failed during testing, the accuracy reading was low on channel c. The pump head module was changed and the pump passed subsequent testing.

Event description:
The facility reported a colleague infusion pump with a malfunction of on/off button not working. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.